Manufacturer narrative:
There is no indication service was dispatched for this event. On (B)(4) 2009, the customer stated the pt's sample had insufficient time to clot prior to centrifugation. The customer stated serum samples should be allowed to clot for 30 minutes after collection, prior to centrifugation. For this event, the sample was centrifuged after only 10 minutes of clot time. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for add'l reportable events.

Event description:
The affiliate reported the customer alleged false positive troponin I (accutni) result, above the acute myocardial infarction (ami) cutoff, for one pt involving unicel dxc 600i synchron access clinical system. Subsequent testing produced a result within the normal reference interval. The erroneous result was not released out of the laboratory. There was no report of pt injury or change in pt treatment associated with this event.